Event description:
Complaint received reporting a disconnect/chemo leakage incident with use of z3642 microclave clear connector and carefusion primary pumpset. It was reported, attending clinician "went to assess pt and administer meds, noticed IV tubing was disconnected. Upon further examination, saw that it was the chemotubing paused pump. Attending, pharmacist and rn called into the room to assist/approximate amount of chemo spill estimated 25-30cc. Chemo spill kit was obtained and used as per policies and procedures. Chemo tubing was discarded. New tubing made and day 6 chemo bag up." The report indicates there was unprotected chemo exposure and delay in critical therapy.

Manufacturer narrative:
Device return: one packaged carefusion 10137405 smartsite infusion set was returned. The involved z3642 connector or same lot sample was not returned for analysis and confirmation. MFR's investigation: visual and dimensional analysis of the returned carefusion set mating luers recorded no abnormalities or dimensional incompatibilities. Functional and performance tests were conducted utilizing in-house microclave clear connectors and the returned carefusion set. The results recorded no mating/attachment retention issues, flow issues or leakages were replicated when tested to the applicable products specs. Add'l engineering evaluations were performed in attempts to replicate the reported attachment issue. The report documented that when the carefusion smartsite infusion sets spin collar was not attached/threaded all the way on the microclave stop (ring) threads, a disconnection did occur. It is best to attach the male luer of the carefusion set onto the microclave first and then attach (rotate) the sets spin collar on until secure/tight tot he stop (ring) of the microclave. Lot build review: a review of the mfg lot build database for the reported lot# 33-768-sl (mfg date 10/2013) shows (B)(4) units were mfg, tested, inspected, and released. There were no exception documents generated during the lot build. Findings: engineering testing and analysis of the reported product issue with in-house microclave samples and the returned packaged carefusion set did not record any performance or functional non conformances. As the involved devices were not returned for analysis and confirmation, the exact cause(s) are unk.